Manufacturer narrative:
Concomitant medical product: 5076-45 lead; d314trg crt-d implant: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited low impedance and had insulation damage. The lead was explanted and re placed. No patient complications have been reported as a result of this event.